Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the e-100 generator displayed an error message that it is not compatible. The surgeon elected to use another vision side cart to complete the procedure. No troubleshooting with dvstat was performed. The customer converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and no damage upon visual inspection was confirmed. The unit was installed onto the test system, and it worked as intended with a vessel seal extend (vse) instrument installed. Failure analysis used a vse instrument with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and the e-100 worked as intended without any issue.